Manufacturer narrative:
The reported ¿high impedance¿ was not able to be confirmed as the lead/s in question were not returned complete. Ppe lab only received two terminal end lead segments for analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue. It is unknown which lead had the high impedances.